Event description:
The territory mgr (tm) assisting a (B)(6) female pt called in to zoll lifecor customer support to report that the electrode belt isn't making a proper connection with the monitor. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the electrode belt not being able to make a proper connection with the monitor was due to a broken connector and a missing connector locking nut. The root cause for the missing locking nut and broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.